Event description:
A malfunction alarm was reported due to a malfunction code known as malf 0, and the issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support planned to replace the faulty pump, advising the customer to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. The customer was informed about receiving a replacement pump with updated software and provided with instructions for the pump's storage mode and return process. Training was made available in their tandem source account, and the customer acknowledged the steps required upon receiving the replacement.